Manufacturer narrative:
The device was not received for evaluation; therefore, no physical or visual analysis of the device could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the device instructions for use (dfu), precaution, "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation. Do not use a guidewire that has been damaged. Do not attempt to straighten a wire that has been kinked or bent. Do not advance a kinked guidewire into a balloon catheter or guide catheter to reduce the potential of wire breakage." At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was told to me that the operator jail stented the coronary wire behind the stent and when removing the forte wire from behind the stent, the distal portion of the wire was stripped off of the wire core and was left in the patients artery distal to the stent. Patient is stable without deficits. What troubleshooting steps, if any, resolved the issue?: removal of jailed wire what is the next course of action?: leave portion of wire in patient complications: no patient complications additional information received on 03oct2023: the forte wire was the jailed coronary wire. No picture. The wire was left where it was, behind the stent . They could not retrieve. Yes fluoroscopy was used. Yes there was resistance. It was behind the deployed stent.